Event description:
Clinic notes were received for patient and noted that the vns does not seem to help stop bigger seizures. Notes mention that vns was interrogated and generator battery is at end of service and not functional at this time. However, the generator was able to provide settings and battery status indicating it was not at end of service. The physician noted the believed reason for the seizures was a vns issue and the increase was above baseline levels of seizures. Generator was replaced. The explanted generator was received for analysis but has not been completed and approved to date. No additional relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Datadump showed the device was at vbat < eos threshold. Impedance change from good to high impedance was seen but was on day of explant and therefore will not be captured.